Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that this infusion device alarmed, at which time he observed "77" displayed on the screen. During troubleshooting with a company rep, he stated that the power pack in the infusion device had been in use for "at least three weeks". He acknowledged awareness of the recall and receipt of corrected power packs, but he had not discontinued use of the affected power packs that he still had on hand. He replaced the power pack in the infusion device with a corrected power pack and the infusion device functioned properly. He was advised to discontinue use and properly dispose of remaining power packs affected by the recall. At the time of the report, the patient did not provide the specific lot number or expiration date of power pack that was in use. The pt did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second part to address the issue. No product was requested to be returned for evaluation.